Event description:
After an implantation period of approx. 50 months, it was observed via home monitoring that the device shows the eri status. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status, 26 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal. Next, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened for destructive analysis. During inspection of the inner assembly a damaged insulation was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the analysis revealed an increased internal self-depletion within the battery that led to the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.